Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction to the adhesive on (B)(6) 2016. The reaction was described as itching, redness located under the adhesive. Patient stated that she has a sensitivity to adhesives and has also had issues with her insulin pump adhesive. Affected area was treated with prescription triamcinolone cream. Date of prescription was not provided. At the time of contact, the patient was fine. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.